Manufacturer narrative:
Concomitant medical products: 4568-45 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and undersensing. Noise was noted in unipolar configuration. It was also reported that the right ventricular (rv) lead exhibited high thresholds and low impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.